Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e5 error when ran in forward and console device displayed 17,000 rotations per minute (rpm) in reverse. The device was disassembled and it was observed that there was an internal short from ground to the three hall wires internal to the motor. The evaluation showed no apparent kinks or cuts in the wires that would have resulted in a short from miss-assembly or handling of the motor. The assignable root cause was not determined but is attributed to an isolated incident of early mortality on the part of the transicoil motor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed the motor device was not spinning or going to full power. There were no delays to the planned surgical procedure as a spare device was available to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.